Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a damaged (detached) downstream occlusion (dso) seal. The dso seal was replaced to fix the issue.

Event description:
It was stated reported that the pump did not save the change of time and date in the configuration. The results of the investigation found a damaged (detached) downstream occlusion (dso) seal. It is unknown if there was patient involvement.